Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user abruptly stopped responding to sounds.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user abruptly stopped responding to sounds. Reimplantation is considered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. Other mechanical damages found are attributable to the removal surgery. The problems described in the recipient report appears to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user abruptly stopped responding to sounds. A trauma was reported after which the user stopped responding to sound. The user was re-implanted.